Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Microscopic inspection of the distal shaft revealed a red fiber sticking out of the proximal edge of electrode 3. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the foreign material remains unknown.

Event description:
This report is to advise of foreign material found on the catheter during analysis.